Event description:
It was reported that there was oversensing on the right atrial (ra) lead. The p waves were being double counted. The lead remains in use. No patient complications have been reported as a result of this event.